Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a critical pump error on the insulin pump. The customer¿s blood glucose level was unknown. The customer's father stated that the pump alarmed critical pump error after 24 hours of the use. Troubleshoot was performed and was unable to clear the alarm and the screen was turned off. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with critical pump error alarm and unable to download. Unable to determine the root cause, problem isolated to electronic assembly. Unable to verify frozen screen due to critical pump error alarm.